Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer states the pacing output is lower than it should be. Discovered issue during routine maintenance. There was no patient involvement.